Manufacturer narrative:
The device was in use at the time of the event. The ventilator was swapped with no report of patient or user harm.

Event description:
It was reported to philips that the device went vent inop while on a patient. No further information was provided. The device was in use at the time of the event. The ventilator was swapped with no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.

Manufacturer narrative:
B4:22jul2021. The power management (pm) pcba was returned for failure investigation. Visual inspection of the power management (pm) pcba revealed no evidence of damage or contamination. The power management pcba will be installed in the fi test ventilator in an attempt to duplicate the reported problem. The r31 solder crack open on the pm pcba created the following vent inoperable error codes consistent with 35 v supply failure, auxiliary alarm supply failure, backup alarm failed, and alarm message: patient circuit occluded. This is an obsolete pm pcba and is no longer manufactured.

Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. The ventilator was swapped at the time of the issue. There was no report of patient or user harm. The authorized service personnel confirmed the issue and replaced the power management board. The system fully met specifications after the repair was completed and returned to use.